Event description:
On (B)(6) 2010, the facility's representative reported to baxter global technical services one colleague infusion pump in which channel select function on channel a does not work. The reported condition occurred in the ICU (intensive care unit). It is unknown when the condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 5.04.00 categorized as unremediated.

Manufacturer narrative:
The reported condition of the channel select function on channel a does not work was confirmed and duplicated. The reported condition is due to a disconnection in keypad circuit board vertical interconnect accesses (vias). The channel a pump head module keypad was replaced to correct the reported condition. (B)(4).

Manufacturer narrative:
Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). (B)(4).

Event description:
Reoperation on a (B)(6) patient for an arterial switch. When surgeon opened the child, he found a rock-like mass that was in the area where he applied floseal. At this point in time, the child is still in the ICU. The baxter representative had attempted to get a hold of the surgeon, but has not received a response. Bioglue and surgiflo is also used at the hospital. According to the baxter representative, the other products may have been used also. This surgery was a re-exploration for a surgery that was performed (B)(6) 2010. The purpose and type of surgery performed on (B)(6) 2010 is unknown at this time. Additional information received from the baxter representative on (B)(4) 2010: the patient survived the procedure and is in the ICU on what happens to be a lvad. Baxter is currently attempting to contact the surgeon for additional event details.

Event description:
A pediatric patient had surgery and floseal was used. Six months later (present day), the patient was opened up for a separate procedure and floseal granules were found undissolved inside the patient. The doctor was not concerned by the finding.

Manufacturer narrative:
(B)(4).